Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection and x-ray examination of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification.

Event description:
During a follow-up in clinic, the left ventricular (lv) lead was discovered to be dislodged. During the lead revision procedure, a pericardial effusion was observed due to the right ventricular (rv) lead. The rv and lv lead were explanted and replaced. The patient was stable. Related manufacturer report number: 2017865-2021-18546.